Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the therapy electrodes and on his chest and abdomen. The patient's physician advised the patient to use a rash ointment on the affected areas. There is no indication of a device malfunction. The patient did not seek out medical intervention. The patient's current medical outcome is unknown as follow-up attempts were unsuccessful.